Manufacturer narrative:
The device log book was analyzed by the manufacturer finding that the technical alarm ¿blower defect¿ was entered to the log several times. It is generated in case of a detected deviation between measured turbine rotation speed and the set value. The device reacts to this deviation with a switch to patient safe mode leading to a stop of the ventilation accompanied by a high priority ¿device failure!!!¿ alarm. During this time the emergency breathing valve would be opened allowing spontaneous breathing. During an on-site inspection the motor blower was identified to probably have contributed to the reported event. Therefore the motor blower was replaced. The device was tested after the repair and was put back into operation without any further problems reported.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within the follow-up report.

Event description:
It was reported that a "blower defect" alarm was posted during use leading to a stop of automatic ventilation. No patient injury reported.